Event description:
It was reported that during a da vinci cholecystectomy procedure, the surgical staff noticed that the mega needle driver instrument was loose at the wrist. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the reporter's complaint. The instrument grip cables were derailed. One grip close cable was derailed at the distal idler pulley. The grips could still open and close, however, the movement may not be precise. The cable derailment was likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may contribute to derailment. Additional observation not reported by site was that the instrument grip cables was frayed at the distal end of the instrument. Additional observation not reported by site is that the instrument distal pulleys has mechanical indentations/burrs. There was an indentation at the edge of the distal pulley. Failure analysis concluded, that the mechanical indentations/burrs . This damage maybe due to likely mishandling/misuse. No other damages were noted on the instrument the instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.